Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse spoke with the philips authorized service provider (asp) who carried out the intervention. The asp detected the ac power supply module was faulty. The ac power supply was replaced to resolve the issue. The power cord was also replaced. Based on the information available and the testing conducted, the reported problem was confirmed. The root cause of the faulty ac power supply could not be determined. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that the charging cable was not working and the device was emitting a "battery to be calibrated" message. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.